Manufacturer narrative:
The insulin pump had a detached and missing end cap. The functional testing could not be completed due to the missing end cap. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, scratched reservoir tube window and scratched keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a compromised force sensor system alarm, and insulin was squirting out during manual prime. Customer's blood glucose level at the time 390mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.